Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional via a manufacturing representative reported during a procedure on (B)(6) 2016 intra-operative impedance were performed prior to doing intra-operative stimulation testing and there were high impedance at the 1 and 2 contacts. Nothing had been experienced by the patient. A 3 volt check was done and high impedance remained. Cable wires were checked and rechecked. The lead was removed and replaced and normal impedance readings were found. The issue was resolved.

Manufacturer narrative:
Analysis of the lead found no anomalies; the returned lead was attached to a known good screening cable. The distal end of the lead was placed into a 0.9% saline solution. Using an 8840 programmer to communicate to the ens that was connected to the screening cable, impedances were measured. Impedance >1000§ù was measured on circuit #2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.